Event description:
The customer went to the e.r. Because their blood glucose readings were high on the suspect device. They had results in the 400's mg/dl. They said they were given an IV and a shot of insulin. They said controls were not in range on the system. The device was replaced and requested to be returned for eval.